Manufacturer narrative:
Failure analysis revealed that the insulin infusion pump alarmed an error during the prime test as a result of a loose motor support disk.

Event description:
It was reported that the insulin pump had an error alarm, and insulin squirted out during the manual prime process. It was stated that the customer was disconnected during prime. It was stated that the piston continue moving forward after the reservoir makes contact and insulin squirted out, followed by the error alarm. It was stated that the numbers did not appear on the screen, and the beeps could not be heard. No further info was provided.